Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user attempted to fill a cartridge through the o-ring on the bottom of the cartridge instead of the fill septum. Reportedly, a cartridge alarm 6 (vent not working) occurred. The user's blood glucose level was 130 mg/dl. The user successfully loaded a new cartridge.